Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of incorrect interpretation of signal, resulting in the delivery of inappropriate anti- tachycardia pacing (atp) and inappropriate shock. The ICD was reprogrammed. The patient was in stable condition.